Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, pump stoppage occurred. The pump was restarted after the second attempt. A purge block alarm with purge pressure in the 1000's was also noted. The nurse checked line for kinks and found the purge pressures came down to 800sl. The pump is scheduled for early removal.